Event description:
It was reported that an increase in capture threshold and impedance were observed. At explant, insulation anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion on the is-1 leg 6.5cm from the connector pin. The sensing coil was fractured at the same location. External insulation was noted at 21.4cm to 22.4cm from the connector pin. The abrasion found is consistent with friction to the ICD can.